Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expressed concerns regarding a newly issued power module patient cable. The patient reported getting no external power alarms on the mobile power unit (mpu). None of the alarms were able to be replicated in clinic. Low voltage alarms were noted coinciding with normal battery depletion. The white patient cable on the controller was frayed. Log files revealed no external power alarms while the patient was on battery power. No external power alarms were noted while on the power module patient cable.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of no external power / low voltage alarms were confirmed via the provided log file; however, the reported event of the controller¿s white data cable being frayed was not confirmed. The provided log file contained data spanning approximately 4 days ((B)(6) 2021 ¿ (B)(6) 2021). The pump maintained speeds above the low speed limit while connected to the driveline. No external power alarms were observed on (B)(6) 2021 at 22:09 and at 22:16, and on (B)(6) 2021 at 23:50. All of these alarms occurred while batteries were in use and they all appeared to have been caused by disconnections of both power cables from external power. The alarms resolved when power was restored to the system. On (B)(6) 2021 at 5:23, a low voltage advisory alarm became active with the rsoc values in both cables reading as 0 volts while batteries were in use. However, the overall voltage of the system was unaffected, and a hazard / no external power alarm was not active at this time. The alarm resolved sometime after 5:23 on the same date. The patient¿s voltage values were observed to be below average (rsoc only) while the 14-volt patient cable was in use on (B)(6) 2021 from 10:24 ¿ 10:28, ending the log file, reaching values as low as 13.3 volts. Atypical alarms did not active as a result of these lower voltage values. No other notable events were observed. The system controller (serial number (B)(6)) was not returned for analysis. The root cause of the observed no external power alarms appeared to have been disconnections of both power cables from external power. The root cause of the observed rsoc fluctuations was unable to be conclusively determined through this analysis. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The controller was shipped to the customer on 22may2013. The heartmate ii patient handbook (rev. F, section 2 ¿how your heart pump works¿) instructs users that the 11-volt backup battery should only be used as temporary support in a power loss emergency. Inappropriate use of the backup battery may result in diminished runtime during a power loss emergency. The heartmate ii patient handbook (rev. F, section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including low voltage and no external power alarms: to resolve the no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate ii patient handbook (rev. F, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment for damage, including the system controller, and to obtain replacements if necessary. The heartmate ii patient handbook (rev. F, section titled ¿emergency contact list¿) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that cleaning the battery clips did not resolves the alarms and the patient's system controller was exchanged.